Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt is experiencing difficulty recharging her ipg and increased recharge burden. A replacement charging system was sent to the pt which did not resolve the issue. Follow up info identified the ipg may be flipped in the pocket and surgical intervention is pending to address this issue.